Event description:
Allegedly patient was walking dog in (B)(6) when he experienced severe hip pain. X-rays showed fracture of femoral neck prosthesis. The patient states having fallen 3 times since beginning of 2012. Low-medium activity level. Parkinsons, chronic kidney disease, a-fib, stroke, hypertension, smoker etc.

Manufacturer narrative:
Conclusion: no device failure. The complaint was reviewed and analysis showed no trend for item/lot. Photographic images were made. Evidence that product in specification when used.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will updated when the investigation is complete. This is the same event as 1043534-2012-00815 and 00816.